Event description:
The account alleged the hi/low down and trendelenburg functions are not working on this bed.

Manufacturer narrative:
The account activated the battery and checked the led's on the power supply board and the ds9 led was lit. The account found nothing in the way of the obstacle detect. He replaced the emitter and detector boards for the right side but the problem remained. Repairs have not been completed.